Manufacturer narrative:
(B)(4). Event date was reported as "ongoing" throughout (B)(6) 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap seemed to "come off too easily" during use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Mfg. Date: 7/7/16 - 7/15/16. A companion sample was received for evaluation and an evaluation is complete. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. There were no defects detected on the companion sample during the visual inspection. Functional leak testing was performed. Functional testing was acceptable with no connection or leak issues. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.